Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported problem. The investigation was not able to determine the exact cause of the issue. According to the us error code list, the error code will be deleted, or the mainboard will be replaced.

Event description:
It was reported that the device had error code: 46510. This event observed during a functional test. There was no patient involvement.